Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized, but the customer failed to provide the reason why they were admitted to the hospital. The customer's blood glucose level was at 500 mg/dl. The caller was assisted with rewinding and priming their insulin pump. The customer did not return the product back for analysis.